Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date (B)(6)2010, inratio 4.9, re-test: 7.1, re-test: 3.5. Date: (B)(6)2010, inratio >7.5, lab 4.9. The same finger stick was used to obtain all three results on (B)(6)2010. Inratio result from (B)(6)2010 was done with venipuncture blood. Patient's coumadin dose was lowered on (B)(6)2010.

Manufacturer narrative:
Investigation pending.